Manufacturer narrative:
According to the information received, the case seems to be linked to a vascular compromise. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products. Batch analyses undertaken confirm that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed.

Event description:
This case occured outside of the USA in spain. On 15-nov-2024 the spanish subsidiary notified teoxane geneva of an adverse event. According to the information received, a patient was injected on (B)(6) 2024 with 0.3 ml of rha 4 in the mandibular angles on both sides and with 0.5 ml of ultra deep in the cheekbones. During the injection in the mandibular angle, the injector noticed that the right side of the lateral nose got a bit white, but she checked the capillarity refilled which was normal. The injection of hyaluronic acid was stopped, but hyaluronidase was not injected. The same day, late at night, the patient sent some pictures, and the injector diagnosed a livedo reticularis/isquemia reaction of severe intensity of the facial artery. A local medical expert has been contacted and confirmed it was a vascular compromise of the facial artery. During the following days, the injector has injected a total of 7.000 ui of hyaluronidase from the mandibular line to the nose, and the capillary refill returned to normal. The injector prescribed the following treatments: - anabolic androgenic steroids, - corticosteroids (prednisone), - antibiotics (orbenin, ciprofloxacin), - organic nitrates (rectogesic) and - 2 sessions of hyperbaric chamber. According to the information received on 29-nov-2024, the symptoms fully resolved. Then the case was closed.